Event description:
It was reported that the controller changed to the second battery when the first battery had more than 50% capacity still remaining. Both of the batteries were replaced and will be returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. The batteries are going to be returned to the manufacturer for evaluation. This event is a known malfunction which is currently under investigation by the manufacturer and covered by a CAPA. Patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Device remains implanted.

Manufacturer narrative:
Two batteries were received by heartware on (B)(4) 2014. A review of the batteries' incoming inspection records indicated ncri-13566 was initiated during manufacturing and was reviewed for possible relevance to the reported event. The deviation was documented during manufacturing to allow the ri to review and document the battery pack build record received from supplier for verification of pcba lot number. Upon completion of the review, it was concluded that the batteries met all the internal requirements prior to its quality assurance release process. A review of the complaint data was completed for this patient one related complaint was found ((B)(4)). There is no record of previous servicing for this patient. (B)(4): manufacturing date: 2013-12. (B)(4): manufacturing date: 2013-12. The returned batteries passed external visual inspection and functional testing. Log file analysis revealed that these batteries were involved in switching events prior to the 25% threshold. While the exact cause of the reported event cannot be conclusively determined, log file data point toward a potential communication anomaly between the controller and the connected batteries. Heartware has initiated an internal investigation to further evaluate this issue.